Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the io plastic of the clip broke, x-ray was use to confirm. During the operation, the plastic part fell into the field, but they couldn't find it. (Plastic part is too weak). All med watch submissions related to this complaint: 9610612-2019-00128.